Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient tried to charge their stimulator but were unable to stay connected when charging. They can pull up the charging screen where it shows the stimulator battery level, but then goes right back to 'searching'. The patient has no difficulty connecting to the implant with the communicator. The implant battery is at 50%. Ps (patient support) had the patient close all the apps and restart the recharger. The patient was able to connect for a couple seconds before the screen displayed 'searching' again. The issue was not resolved through troubleshooting. The patient was transferred to repair for replacement. No symptoms were reported. Additional information was received from a manufacturer representative (rep). The rep reported that the patient received the replacement wr and was still having the same problems recharging to full. The charging did not work well with the belt and the recharger app wouldn't connect. Technical services reviewed the possible ins depth issue/tilting issue. The rep was going to discuss with the patient's doctor. There were nonpatient complications reported as a result of this event. Additional information was received from a manufacturer representative (rep). The rep reported the cause of the intermittent communication while charging was not determined. Patient has not successfully charged to 100% since this issue started occurring. The next troubleshooting was to have the patient try a new recharger. Rep was uncertain whether there would be further intervention yet. Additional information was received from a manufacturer representative (rep): patient has appointment with hcp in two weeks and x-rays will be taken. The cause of the recharging issue was not yet determined. Additional information was received from a consumer via a manufacturer representative. It was reported that the patient had their new recharger, but this did not resolve the coupling issues. The caller indicated that the ins would charge to 60% and then it would lose connection to the recharger. They had tried using three different rechargers. They turned the charging speed down from 2 to 1 and then the recharger would not find the ins at all. The caller indicated that they could feel the stimulator in the pocket. When the patient was walking or moved at all, the recharging connection would be lost. The patient stood and held the recharger next to the skin and it was not finding the ins. After a few minutes the handset displayed a 1707 error message.